Event description:
I underwent and had the realize lapband and I had lost a good 90 pounds and a yr and 4 months I started noticing that even though I was being very careful and what I ate and I was working out walking 10 miles 4 x week, and was doing zumba 4 x week I thought I would be losing weight but instead I was gaining. So I followed up with my doctor and found out that my port came apart from tubing. My insurance did not pay for the 3 tests just to find out what is going on with my band. In (B)(6) 2010, is when there was a recall and mine just happens to be one of the products. I then ended up going in for a revision on (B)(6) 2010 and still have not lost any weight and I still was walking 5 - 10 miles a day. Since then my insurance has not been paying for me to f/u with my doctor and I know there is a problem again because I am not able to eat 3 small meals. I am lucky if I can keep liquids down. Please respond to my issue realize lapband not able to keep anything such as food down.